Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. After the pocket was opened, it was noted that the rv lead also exhibited damage in insulation which was able to confirm visually. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.